Event description:
It was reported the patient ipg reached normal end of life, and the patient has high impedance. As a result, surgical intervention took place on (B)(6) 2022 where the ipg was explanted and replaced to address the issue. Surgical intervention may take place at a future date to address the impedance.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000042606.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. The lead was not replaced and still has impedances. Surgical intervention may take place at future date to address the issue, effective stimulation was restored.